Event description:
Shortly after lead implant procedure, the pt reported feeling numbness on the right side of their body. The surgeon completed a pt eval and determined that the pt had a blood clot pushing up against their spine. The surgeon decided to explant a portion of the lead. The explanted portion of the lead was discarded by the medical facility and will not be returned for eval. The pt is doing fine.